Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the videoscope nozzle had foreign material. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed adhesion/clog of the foreign material, but the type of the material or root cause cannot be identified. It was possible that the user could not perform reprocessing properly due to leakage from scope connector and remove the foreign material. A definitive root cause cannot be determined. User can detect/prevent the suggested event by following IFU below. Detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.